Manufacturer narrative:
Eval: bracket.

Event description:
It was reported by service report that the fowler on the stretcher will not go up or down when handle is pressed. No pt involvement or adverse consequences are reported.